Event description:
Medtronic provided the following information: during the case, an rf ablation on the cti line induced vfib. The patient had a biotronik ICD lead but they ensured it was disabled prior to the case. The patient required external defibrillation to get back into sinus rhythm and recovered. The serial number of the biotronik device could not be obtained. Should additional information be received this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.